Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2017. Revision of left shoulder components due to disassociation of the glenoid after a fall. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which allowed disassociation of the glenoid component. The surgeon stated the event was "definitely not related" to the devices.

Event description:
Index surgery: (B)(6) 2017. Revision of left shoulder components due to disassociation of the glenoid after a fall. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.